Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. Notably, all setscrew seal plugs were intact and no foreign material was noted within the ports. Laboratory analysis did not identify any characteristics that would have caused the noise. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator was attempted unsuccessfully for implant. With initial diagnostics, all lead measurements were within normal limits. Then the physician removed the chronic device, and again all lead measurements were within normal limits. The physician attached this acute device, and fine noise was found to be present on both the right atrial (ra) and right ventricular (rv) channels. The physician double checked the connections, verifying that all of the pins were inserted past the connector block. There was still a lot of noise present on both channels. The physician removed the lead pins a third time, applied mineral oil, and re-inserted the pins--still the noise was present. The noise was still present under wanded telemetry. Despite tug testing and verifying the pins were past the connector block, >2,000 ohms impedance measurements were still present on both channels. The local area sales representative noted that the noise was both visually appreciable and was being marked on the atrial channel (saw an marker), but was not really marked on the rv channel (just pacing). The shock channel electrogram (egm) was clean the entire time. The physician elected to attempt a new ICD. As soon as the new ICD was used, the noise went away. There were no reported adverse patient effects associated with these clinical observations.